Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but to the physical presence of the device.

Event description:
It was reported that the patient's generator was extruding at the chest pocket. A review of the device history record for the generator revealed that the generator was sterilized and passed all quality inspections prior to distribution. Follow up with the physician's office revealed that the extrusion was first observed by the physician at a follow up appointment. The physician believes that the patient may have picked at the wound. It was reported that the patient had a full vns explantation. No additional relevant information has been received to date.